Event description:
It was reported that during an afib procedure the lassonav catheter broke when deflected. Further follow-up information detailed that the catheter handle would not move at all, and was physically broken after use. And the catheter was stuck in a deflected state. There was also issue with the contraction of the loop however it was not in stuck contracted position. The physician did not have any difficulty removing it from the patient. There was no patient consequence from this product issue. The physician was able to complete the procedure using another lasso catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported.the device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures.(B)(4).